Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient noticed the self-adhesive of the headset was wet. The patient found that the cannula was separated from the cannula housing. No adverse event was reported. The infusion set was requested to be returned for product evaluation.